Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation. One (1) device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one malfunction event in which the device reportedly overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corroded bearings and debris in the nosetip.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. There was no patient involvement; no patient impact.